Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the customer's allegation was confirmed. Based on the results of the investigation, the device had tear and scrap marks in the forceps passage. The most probable cause of the complaint is cause cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gi scope's inside channel is starting to peel/shred during an unknown procedure. The procedure was completed using the same device. There were no reports of patient harm.